Event description:
It was reported that this right ventricular (rv) lead was scheduled for system revision due to pocket infection caused by the patient picking at the incision site. The patient reportedly experienced edema, inflammation, and swelling. However, upon physician assessment, the pocket appeared healed and the procedure was cancelled. There were no additional adverse patient effects reported. This rv lead remains in service.